Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent implantable pulse generator (ipg) replacement procedure. Patient was doing well postoperatively. The explanted ipg was discarded by the facility.